Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged electronic assembly. Unable to verify unresponsive keypad/button or perform functional testings due to blank display. The device was received with corroded battery tube and moisture damaged motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call past exposure of the insulin pump to fluid and there was no visible water/fluid in the pump. The insulin pump will just vibrate and red flash and the screen does not come back. Customer's blood glucose level was 175 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.